Event description:
It was reported that patient experienced an infection, skin erosion and wound dehiscence at the ipg pocket site. As a result, surgical debridement was undertaken on (B)(6) 2024 to address the issue.

Manufacturer narrative:
In the case of skin erosion around the ipg was reported to abbott. The patient experienced skin erosion and wound dehiscence at the ipg pocket site. Surgical debridement was undertaken to address the issue. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
It was reported that patient experienced skin erosion and wound dehiscence at the ipg pocket site. As a result, surgical debridement was undertaken on (B)(6) 2024 to address the issue.